Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2014; 419478 lead, implanted: (B)(6) 2010 product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to oversensing and noise on the patient's right ventricular (rv) lead. The rv lead also exhibited high thresholds, and it was suspected that the lead was fractured. It was also reported that the patient experienced pre-syncope due to the oversensing. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.